Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. Catalog numbers and lot codes of other devices listed in this report: 5517f302 triathlon p/a cr beaded #3r lot pnx4e, 5536b300 tritanium bplate triathlon s3 lot ctd76823, 5551l350 triathlon asym patella a35x10 lot llh368. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Event description:
It was reported that a stage 1 revision was performed on the patient's right hip due to infection. All components were removed and competitor implants were placed as a temporary spacer.